Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When handle is sideways, it keeps popping out of place when cutting harder bone. Case type: tka.

Event description:
When handle is sideways, it keeps popping out of place when cutting harder bone. Case type: tka.

Manufacturer narrative:
Reported event: it was reported that the mics was difficult to manipulate due to unintended movement of the handle. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: device history records indicate 25 devices were manufactured under lot k08uf and 24 including (B)(4) were accepted into final stock on 01/25/2017. A review of qt17-01-0086 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 209063, s/n (B)(4) in prodex lot k08uf shows 2 additional complaint(s) related to the failure in this investigation. Complaint (B)(4). Conclusions: the failure could not be determined as the product was not available for inspection. If additional information is received the complaint will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.